Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The patient's attorney alleges the patient continues to experience pain and recurrence symptoms, the medical records provided were limited to the patient's implant operative report and implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following information was provided by the patient's attorney: (B)(6) 2004 the patient was diagnosed with urinary stress incontinence (sui), cystocele, dysmenorrhea, dyspareunia, premenstrual syndrome problems and underwent a total laparoscopic-assisted hysterectomy, bilateral salpingo-oophorectomy, modified burch repair of the bladder with implant of a bard/davol flat mesh. Per the implant op report, "a piece of prolene mesh cut 1 x 1.5 inches was placed into the vaginal mucosa, but not entering the vaginal vault with elevation of cooper's ligament. This was done bilateral with good elevation being obtained." The patient's attorney alleges the patient continues to experience pain and recurrence symptoms.